Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Customer was using a display that was not qualified for use on the system. Display was replaced and sys tested to factory's specification. System was tested to factory's specifications.